Event description:
It was reported that the bd syringe 10ml ll s/c 200 barrel cracked. The following information was provided by the initial reporter: material # 302995 batch # unknown verbatim: rcc received a complaint via email. Email(s) attached. Ahs mdip report incident details: meropenem was initiated as per order via syringe pump. Approximately 20 minutes post medication infusion the patient's parent called the nursing desk as the medication appeared to be leaking. Connections were checked and appeared to correct but medication was dripping from the syringe. There was a small hairline crack noted on the syringe. Unsure of exactly how much medication the patient received a new line was primed with another dose of the medication was infused. The medication is infused via a neopicc which has to have a continuous infusion. Because the medication is not compatible with the dextrose heparin solution this line has to be paused while the medication infuses. Level of harm: close call - caught by chance device information device name/description: syringe luer lock tip 10ml manufacturer code/model: 302995 serial or lot number: unknown device expiry date (yyyy-mm-dd): supplier catalogue number: 308-302995 was the device retained? No investigation request expected type of investigation: report history/trend analysis.

Manufacturer narrative:
As neither a lot number nor a sample was available for this incident, a complete investigation could not be confirmed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.